Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue with the abbott diabetes care (adc) device was reported. The customer received a high sensor scan result. It is unknown whether the customer noted a trend arrow on the device. The customer reported "that they lost thought was hallucinating" and lost consciousness. The customer was unable to self-treat and contacted a healthcare professional, who administered IV glucose. An hcp meter reading of 217 mg/dl was obtained, but it is unknown when it was taken relative to the event. There was no report of death or permanent impairment associated with this event.